Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. An intestinal perforation is a known complication of a peg / j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2020, the patient experienced abdominal pain. On (B)(6) 2020, an abdominal CT scan revealed a pulmonary embolism and a suspicion of a perforated intestine. A gastroenterology review revealed intestinal inflammation and the intestinal tube seem to go out the intestine on one place and re-enter it on another place. A radiologist confirmed an atypical route of the tube, in which an intestinal perforation was suspected. As of (B)(6) 2020, the patient was not doing well with abdominal pain for several days & did not eat nor drink. At the time of report, the patient was hospitalized, and it was planned to remove the jejunal tube.